Manufacturer narrative:
The device was received in service and repair; however, pre-repair temperature testing was not performed. The device was examined; there was no fault found. The drill was cleaned and successfully tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reports that the handpiece was overheating. There was no patient impact.